Event description:
Account alleged they have a bed that the composer interface board has corrosion on it.

Manufacturer narrative:
Technical support gave the part number for the composer interface board to the account. No further info is available at this time.